Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 large capacity biopsy forceps was going to be used for a colonoscopy procedure on (B)(6) 2015. According to the complainant, during preparation, a hair was noticed inside the sterile packaging. The device was unopened and no damage noted on the device packaging. The procedure was completed with another of the same device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual analysis of the device found hair inside the sealed pouch. Complaint was confirmed. Therefore, the most probable root cause of "manufacturing" is selected for this complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch. The product process was reviewed and it was determined that proper controls are in place to assure product integrity.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was going to be used for a colonoscopy procedure on (B)(6) 2015. According to the complainant, during preparation, a hair was noticed inside the sterile packaging. The device was unopened and no damage noted on the device packaging. The procedure was completed with another of the same device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".